Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
The sterile lot number for the device is unknown therefore a device history report review could not be performed. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which the safety and effectiveness has not been established. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
Qualrap from (B)(6) reported that she spoke to the daughter of a patient who had a cypher stent implanted, but had failed. She is requesting to speak to someone in complaints about the situation. Additional investigation revealed the following: patient received an unknown stent +10yrs ago. Patient received a second unknown stent in 2005 and it "failed" after three years. Patient received a cypher stent on (B)(6) 2008 - one month later, he started again with symptoms and was evaluated. Evaluation showed that the cypher stent was "broken." It was decided to perform CABG on (B)(6) 2009, and the physician said he could feel the stent as "broken." Patient did not explain if the stent was removed.